Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report low blood glucose readings. The customer's blood glucose reading ranged from 49 to 60 mg/dl. The customer also reported that he messed up his reservoir. The customer received replacement reservoirs, however nothing returned for analysis.